Manufacturer narrative:
(B)(4). Review of the manufacturing and sterilization records verified that the lot met release requirements. The device was not returned. Consequently, a direct product analysis was not possible. All information has been placed on file for use in tracking and trending.

Event description:
Surgeon reported to gore that approximately 2 months post implant, the gore acuseal vascular graft was explanted. The surgeon suspected the graft was infected.